Event description:
It was reported that the procedure was to treat a mildly calcified right coronary artery. A 3.5 x 15 mm nc trek was used for pre-dilatation and a 3.5 mm xience xpedition was implanted. A 3.75 x 12 mm nc trek was advanced and inflated to 14 atmospheres when the balloon ruptured. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.